Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates and the pump functioned properly. No blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. The blood glucose meter functioned properly. No error anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display after receiving a meter error alarm. Customer's blood glucose was 127 mg/dl. Customer received replace battery cap and issue persisted. Customer was advised that insulin pump would need to be replaced.